Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. The patient was connected. The patient ended therapy by disconnecting from the device and patient renewed the set up. There was no patient injury or medical intervention associated with this event. No additional information is available.